Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: product was not returned for evaluation/repair. The reported issue can be confirmed through the photo sample provided from the complainant. Complaint investigation and root cause determination could not be completed without physical evaluation of the unit. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - probe causes a raining effect on the screen.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - probe causes a raining effect on the screen.